Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The root cause of the event could not be determined from the information available and without device evaluation. A possible cause of this type of event may be a reaction of the patient to the material(s) implanted or used during the implant procedure. Patient sensitivity to materials must be considered prior to implantation.

Event description:
It was reported by a patient, through the arthrex website, that she had undergone a calcaneus repair procedure (B)(6) 2017. Less than two weeks post surgery patient's back started itching and this has since spread all over her body and patient reports this is causing her great stress and lack of sleep. At the time of initial report the patient did not have the arthrex product numbers for her implants. Patient has requested and will be provided with the material composition of her implants once the part numbers are provided to arthrex. Additional information obtained 4/3/2019: patient has provided the implant log from her surgery. The following are the patient's arthrex implant part numbers. Lot numbers were not provided on the implant log and are not available: calcaneus plate: ar-8954pr-xs (qty 1); 3.5mm locking screws: ar-8935l-28 (qty2), ar-8935l-22 (qty 1); 3.5mm non-locking screws:(qty 1 each) ar-8935-38, ar-8935-36, ar-8935-34, ar-8935-30, ar-8935-26, ar-8935-24. Material composition of the implanted devices is being provided to the patient.